Event description:
It was reported the patient underwent a right hip revision approximately 1-month post implantation due to dislocation. During the procedure it was noted that the liner remained intact to the triflange and even the retaining ring on the constrained liner remained in place. The patient then was revised with stryker dual mobility cemented into the well-fixed triflange cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: pm0003498- van slyke right triflange sz25- 583080; unknown- unknown stryker stem- unknown; unknown- unknown stryker 32 head- unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined, however, it was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.